Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited myopotential oversensing. No intervention was performed and the patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the pacemaker was explanted and no patient condition or further information could be obtained.

Manufacturer narrative:
The reported event of oversensing was not confirmed. The device was received with the elective replacement indicator (eri) level, atrial setscrew stripped, and cautery mark on the device can. Electrical and mechanical analysis performed after replacing the atrial setscrew and its indicated normal functionality. Further sensitivity evaluation measured at most sensitivity level found sensing parameters within normal range. Additionally, visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion.